Event description:
The device was returned from customer for svc. During svc by baxter tech, the device failed accuracy test with underdelivery. No record of any pt incident involving the pump since the last baxter service event.